Event description:
Physician using a prepackaged small clip applier to prepare mammary artery for grafting. Applier misfired, used two clips and did not close but perforated mammary artery and made it unusable. Item released to (B)(4), ethicon sales rep. The product is not compounded. The product is not over-the-counter.